Event description:
It was reported that after changing the insulin cartridge and infusion set, insulin drops were observed at the site and subsequent elevated blood glucose occurred while using an infusion set with the ilet system; the agent advised that a bent cannula during insertion could have caused inadequate insulin delivery, and the patient was instructed to use backup therapy pending replacement supplies, with a blood glucose questionnaire planned upon follow-up. Symptoms included hyperglycemia. Outcomes included no reported injury, no hospitalization, and management with backup therapy. Investigation included customer interview and troubleshooting guidance focused on infusion set function. Investigation of this case revealed that the cause of hyperglycemia remained unclear due to limited information and inability to confirm a device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.